Event description:
It was reported that the patient presented to the emergency room with muscle chest extra stimulation. Upon review, the pacemaker system exhibited loss of capture. X ray imaging showed that the leads had dislodged and that the pacemaker had rotated in the pocket due to twiddler's syndrome. The whole pacemaker system was explanted and replaced with a leadless pacemaker. The patient was stable.